Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer had high blood glucose. The customer's blood glucose was 449 mg/dl. Customer had treated their blood glucose with a manual injection. The customer also reported they were having trouble breathing due to being nervous about the insulin pump. Troubleshooting found the insulin pump passed all functional testing. The customer also stated their cannula was not bent or occluded. Customer has advised to change their entire infusion set, reservoir, and insulin. No additional information provided.